Event description:
The customer originally returned his olympus gyrus generator due to an unspecified structural defect noted during procedure preparation. According to the initial reporter, the plug on the back of the unit was missing where the foot pedal would typically plug in. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the unit was experiencing electrical issues as the boost adjustment was unstable due to a faulty printed circuit board. This report is being submitted to capture the electrical issues found during the device evaluation.

Manufacturer narrative:
This combined initial/supplemental report is being submitted to provide the initial reported event as well as the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The device was returned, and an evaluation was conducted by olympus. The user¿s report was confirmed, the footswitch loom was broken. Additionally, as noted in b5, the unit was experiencing electrical issues as the boost adjustment was unstable due to a faulty printed circuit board. The central hole of the base plate was also found damaged, with missing mounting feet and a missing d-socket cover. The unit was also producing an error code e200 during the burn test. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, a definitive root cause could not be determined. However, investigators believe that the event was likely due to general wear and tear of the device. The error code noted during the device evaluation is believed to have been the result of an incorrect saline temperature. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3011050570.